Manufacturer narrative:
H10: the customer biomed confirmed the touchscreen was replaced as recommended. The device was operational after repairs were completed. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint from biomed reporting the touchscreen was not working on the v60 ventilator. The device was not in clinical use. There was no report of patient/user harm. A philips remote service engineer (rse) advised the customer biomed of cleaning procedures and calibration of the touchscreen. The rse also provided covid cleaning instructions and the correct part number for replacement.